Event description:
Using the freestyle libre 2 sensors I have gotten skin reactions from the adhesive on the sensors. I've switched arms, let my arms rest and I still have a rash that is from december on one arm and january on the other arm.